Manufacturer narrative:
This event occurred outside the us. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product ID: dtbc2qq implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; product ID: 407652 implantable pacing lead implanted: (B)(6) 2013; product ID: 7122 competitor implantable tachy lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during the implant of the device and leads a pneumothorax and pleural effusion occurred. The effusion was reduced and the device and leads remain in use. It was noted that the patient is taking part in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.